Event description:
It was reported that the foley was not draining properly and stopped draining at 250ml. After 35 minutes the patient complained that they felt the need to pee. It was stated that the registered nurses had to maneuver the drain bag and it started flowing and emptied it for 700ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿tubing does not meet specification". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: proper techniques for urinary catheter insertion: perform hand hygiene before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Foley catheter removal: 1.to deflate catheter balloon: gently insert a luer or slip tip syringe in the catheter valve, never use more force than is requires to make the yringe ¿stick¿ in the valve. 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. 3.use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be served. If this falls, contact adequately trained professional for assistance, as directed by hospital protocol. 5.should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Proper techniques for urinary catheter maintenance: secure the foley catheter, use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using separate, clean collection container for each patient. Routine hygiene is appropriate. Leave foley catheter in place only as long as needed." The device was not returned.

Event description:
It was reported that the foley was not draining properly and stopped draining at 250ml. After 35 minutes the patient complained that they felt the need to pee. It was stated that the registered nurses had to maneuver the drain bag and it started flowing and emptied it for 700ml.